Event description:
Same case as MDR ID: 2134265-2014-08060. It was reported that a rotawire fracture occurred. A 1.50mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion located in the left anterior descending artery. During the procedure, the physician wired the left anterior descending artery using a rotawire. When the physician was platforming the rotablator system outside the body at 180,000 rpm, the burr sheared the wire and noted a repelling effect on the broken wire. The physician then pulled the rotawire out. Procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2014-08060. It was reported that a rotawire fracture occurred. A 1.50mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion located in the left anterior descending artery. During the procedure, the physician wired the left anterior descending artery using a rotawire. When the physician was platforming the rotablator system outside the body at 180,000 rpm, the burr sheared the wire and noted a repelling effect on the broken wire. The physician then pulled the rotawire out. Procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Corrected: device avail. For eval form yes to no. Device returned to MFR., from yes to no. Device evaluated by MFR.: the device was returned for analysis. During visual examination, no evidence of the wire inside the returned burr was found. No product analysis could be performed since the guidewire was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).